Event description:
The pt underwent a left renal embolization on 12/12/94 in anticipation of a left mephrectomy for renal cancer. During the procedure, the right kidney was embolized after the fluoroscopy image reversed without prompting by the physician or technician.